Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-13997sf, batch 54536 fastpass scorpion was received for investigation. Visual inspection identified that the distal end of the tip tube was slightly bent, causing the trap door to be misaligned. The observed condition is most likely the result of applying excessive force while manipulating tissue, or through the application of excessive leveraging forces.

Event description:
It was reported that the jaws do not function.